Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dosage via an implantable infusion pump for non-malignant pain and osteoporosis. It was reported that the patient's pump went dead on (B)(6) 2017. When the pump went dead, she went into the hospital for detox and was sick as a dog. The patient was in so much pain and could not get around because of the pain that the pump was causing at the implant site. No further complications were reported.